Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for postlaminectomy pain and spinal pain. The patient was inadvertently scanned for MRI earlier in the week of the report because they didn't inform the staff he had an implantable neurostimulator (ins). The patient was worried that the MRI affected the ins because on the day of the report, the patient programmer (pp) showed that the ins reached the end of its service (eos). It was then reviewed that it was not expected for an MRI to affect the ins longevity or interfere with the ins in this manner. The patient also stated that they hadn¿t felt stimulation in a couple of weeks prior to the report. In the end, the MRI tech was redirected to follow-up with the patient¿s healthcare professional (hcp) to have the device checked. There were no further complications reported or anticipated.